Manufacturer narrative:
Device evaluation : lens was returned in liquid, in a lens vial. Visual inspection found that a haptic was torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.00/2.00/095 (sphere/cylinder/axis), implantable collamer lens tore during loading, when positioning in the injector. There was no patient contact with the device. A new lens was ordered and implanted on (B)(6) 2018, problem resolved. It was reported that the forceps were checked for burrs and they had no deviations. In the reporters opinion the cause of this event was the device.